Event description:
Monarch robot mislocated position by 4 cm, resulting in needle biopsies of pleura and a pneumothorax. Following verification of informed consent and timeout, the patient was induced under anesthesia supervision. He was easily intubated with a 9.0 endotracheal tube. The airways were examined through the segments. The trachea was midline, the main carina sharp. There were no endobronchial lesions when examined through the segmental takeoffs in either the right or the left. The airways were normal in anatomic configuration through the segmental level. The flexible bronchoscope was removed, and the robot introduced into the airway. Following roll correction and registration, the robot was used to navigate to the upper right lobe. The monarch system was quite unstable in this location and had difficulty tracking our location. We then shot a cone beam spin to identify the most appropriate airway. This required that we place the monarch into a different segment to approach the lesion. This was accomplished, we did obtain a radial view of 1 image which was type b. However, cone beam revealed that we were indeed quite anterior to the lesion still. We adjusted using the cone beam and plain fluoro. We began obtaining biopsies based on the plain fluoro image and sent these for rapid onsite cytopathologic evaluation. This did return potentially diagnostic material. Cone beam CT scan to verify our position was performed which did show a small, approximately 15mm pneumothorax. We opened the chest tube kit and then proceeded to perform ebus-tbna as the patient was hemodynamically stable with peak inspiratory pressures of approximately 18 on the ventilator. The ebus scope was inserted into the airway following removal of the robot. The 11l lymph node was 3mm in short axis and not aspirated. The station 7 lymph node was 5mm by ultrasound, was aspirated with multiple passes with good return of tissue, no significant bleeding or oozing. The 4r lymph node was 3mm in short axis and not aspirated. The 11rs lymph node was 5mm and a little bit elongated and this was biopsied. This was aspirated with multiple passes with good return of tissue, no significant bleeding or oozing. The 11ri lymph node was 4mm and not aspirated. The airways were cleaned. A repeat cone beam CT scan at the 10-minute mark after the discovery of the initial pneumothorax and then again at the 20-minute mark following the discovery of the initial pneumothorax showed no progression of the pneumothorax and it remained at 15mm. Thus, we did not place a chest tube. The patient was awakened on the endotracheal tube and transferred to pacu breathing spontaneously. Chest x-rays for follow up were ordered.